Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer experienced low blood glucose and they had car accident with a parked vehicle due to this. Customer's blood glucose level was 62 mg/dl prior to the accident. Customer was treated with juice. Customer stated that the auto mode feature was not active at time of high blood glucose event. The customer stated that they declined to go to in hospital as they did not believe they was hurt. The device will not be returned for analysis.